Event description:
Reported to smiths medical that the luer disconnected from the arterial side of the tubing. There was loss of blood, but no pt injury or treatment was reported for this event.

Manufacturer narrative:
The subassembly in question is a566 and is manufactured by smiths medical, asd. This assembly is incorporated into the finished product by smiths medical international. The finished product is further assembled, packaged and sterilized by smiths medical international. Three a566 subassemblies were received. Two of the 3 sets were intact with no disconnections noted. Visual inspection confirmed the male luer lock (mll) had disconnected from the tubing on the third set. The solvent ring on the tubing indicated that the tubing had been fully seated into its corresponding connector and solvent applied. The tubing measured within specifications. There were no manufacturing issues noted. There were hemostat marks visible on both sides of the tubing port where the wings are located as well as marks at the end of the wing. This would indicate force being applied to the mll port during use. Review of the complaint database indicates this is the only reported separation issue involving the a566 subassembly in the past 24 hours. Smiths was able to confirm the issue. Although no root cause could be determined, hemostat marks present on the tubing indicate the mll may have been pulled out during use. No add'l action is necessary at this time. Smiths considers this MDR closed with this report.